Manufacturer narrative:
The ipg was electively replaced. There are no allegations against the device and is no longer reportable.

Event description:
Further follow-up indicates the ipg was electively replaced. There are no allegations against the device and is no longer reportable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-01288 & 3006705815-2020-01290. It was reported the patient has been receiving inadequate therapy due to high impedance being present on one of their leads. X-rays were unremarkable for lead migration. As a result, the patient may undergo surgical intervention to address the issue. Note: both of the patient's leads are being reported because it's unknown which lead is liable.